Manufacturer narrative:
No phone number was provided.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found a battery connection failure. There was no patient involvement.